Event description:
This pt had four cypher stents implanted in de novo, 100% (cto) rca lesion in 2005. The lesion was predilated with a balloon to 14 atms. The stents were deployed to 20, 16 and 18 atms. The stents were post dilated. They were all overlapping. Approx six months later, the pt returned to the cath lab (indication unk). Angiography revealed fractures in all fou stents. The pt is currently free from chest pain and is doing well from a cardiac standpoint.

Manufacturer narrative:
This product malfunction was reported to cordis via the study, which is a physician sponsored ide. Add ional info has been requested and will be submitted within 30 days of receipt.